Event description:
Caller reported a rapid increase of 60% in battery charge in a short period. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.